Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit and confirmed the issue. Fse replaced the vacuum fitting (d103-00-0375) and vacuum tubing assembly (d004-00-0062) to resolve the issue. Fse completed the functional tests and operation tests. The device is in working order. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during technical inspection by the service engineer, the cs100 intra-aortic balloon pump (iabp) had autofill errors and was found faulty. There was no patient involved.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1-event site (postal code: (B)(6) & state: (B)(6)). A getinge field service engineer(fse) after checking the unit found that, in the autofill test, the message: shuttle purge fail. In-depth diagnostics required at the service station. Reasonable offer for in-depth diagnosis of existing problems. No further information available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: repair is not done by getinge.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.